Event description:
It was reported that the lead exhibited capture anomalies. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found the proximal insulation and coil were crushed at 17.5 cm, 19.3 cm and 20.1 cm from the connector pin. The distal insulation and coil were crushed at 19.3 cm from the connector pin.